Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that device interrogation showed a pacemaker mediated tachycardia episode. The patient stated he was using a drill. All device measurements were normal and the patient was fine.